Event description:
The pt experienced an acute thrombosis during placement of a cypher stent to the left main artery.(lm). This was treated medically with anti-thrombins. This pt was admitted for coronary stenting procedure. The left main was pre dilated using a maverick balloon. While advancing the cypher stent to the lesion, the physician noted a thrombosis had occurred. The cypher stent was withdrawn undeployed. Anti thrombosis therapy was administered. The case was terminated and the pt was transferred from the cath lab in (safe) condition.